Manufacturer narrative:
Indentation and hyperpigmentation in upper cheek following the opus colibri treatment . The lesions have resolved after intervention with other energy based devices treatment. UDI related data quality updates: this supplemental report represents a correction to a previously submitted MDR.

Event description:
It was reported about identations following the opus colibri treatment.

Event description:
It was reported about identations following the opus colibri treatment.

Manufacturer narrative:
Indentation and hyperpigmentation in upper cheek following the opus colibri treatment. The lesions have resolved after intervention with other energy based devices treatment.